Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also the criteria for the right ventricular lead integrity alert were met, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered twice in the last week. The right ventricular (rv) lead exhibited oversensing of non-physiological events. It was noted that short interval and nsvt (nonsustained ventricular tachycardia) conditions were met to trigger the lead integrity alert and that non-physiological fast v-v intervals were observed on the v-egm (ventricular electrogram). No action was taken and the rv lead remains in use. No patient complications have been reported as a result of this event.